Event description:
It was reported that the patient had pain that was not being covered. The pain area had increased beyond what the device had originally been intended for. The patient had been seen by a representative and there were a 'few' contacts out of range, but the representative was able to program the device around these contacts. At the time, the patient had improved coverage.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).